Event description:
It was reported the patient's blood glucose level rose to 319 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for being unsure if the pod was delivering insulin. Treatment information was not provided.

Manufacturer narrative:
Inspection of the device found corrosion on the pcb assembly and bottom battery. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source, however the pod data could not be retrieved due to the corrosion on the pcb assembly preventing communication with the master pdm. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.1 cloud - smartphone hardware iphone15.4 cloud - cgm sensor type g6.